Manufacturer narrative:
B5: the nurse found the set leaking approximately an hour and half into the infusion. The set was replaced. H11: the actual device was not available; however, two retained samples were provided for evaluation. Visual inspection of two retention samples did not identify any abnormalities that could have contributed to the reported condition. The device underwent a push-pull, air passage, and leak testing. No leaks were observed. The reported condition was not verified in either sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flow regulator set had a "tube leak". This occurred during patient infusion. The set was replaced with a new device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.